Event description:
Device report from synthes reports an event in japan as follows: it was reported that on an (B)(6) 2023, the patient underwent the orif surgery for distal tibiofibular fracture with the sleeve in question. In the surgery, the sleeve was used on the proximal tibia for the supra patella approach. It was very difficult to get it into the joint, but it was inserted somehow, but the sleeve was crushed by the pressure of the pfj, and the retraction reamer could not be inserted in the slightly flexed position. At the discretion of the surgeon, the procedure was performed in the extended position, and the retractor reamer and medullary cavity reamer were somehow passed through, but the procedure progressed while the metal part inside the sleeve and the reamer strongly interfered. After all procedures, it was confirmed that the inner metal part of the sleeve was partially lost, but x-rays did not confirm the missing part of the sleeve in the body, and the operation was completed as it was. The missing part of the sleeve is still missing. It may remain in the body. The surgery was completed successfully within 30 minutes delay. The patient was reported as stable. This report involves one (1) protection sleeve/ flex/ long for nails ø 8-11mm / sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.